Manufacturer narrative:
H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA did not deliver the full dosage. The following information was provided by the initial reporter: material no. 320119 batch no. 9148668 . It was reported that needles are bending during use and sugar levels have been high when they bend so she doesn't believe she's receiving her full dosage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA did not deliver the full dosage. The following information was provided by the initial reporter: material no. 320119, batch no. 9148668. It was reported that needles are bending during use and sugar levels have been high when they bend so she doesn't believe she's receiving her full dosage.